Event description:
It was reported that the device exceeded the set speed. A 1.25mm rotapro was selected for use. While checking the rpm outside the patient, it was noted that the device would not hold the rpm at 160,000rpm. The device was checked to make sure that nothing was restricting the burr, it was not engaged in anything or any material, the tank pressure was fine, and all the connections were appropriate. The burr was advanced and was able to ablate and hold steady at 160k during the ablation itself, however, the maximum speed reached was 170,000rpm which exceeded the set speed. The procedure was completed using the original device. There were no patient complications reported.